Event description:
It was reported the primary system controller screen was lit up, but it was not possible to scroll through the parameters which resulted in a system controller exchange that resolved the issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported the primary system controller screen was lit up, but it was not possible to scroll through the parameters which resulted in a system controller exchange that resolved the issue. The event log files captured low flow alarms, low speed advisory alarms, low speed hazard alarms, low pump current alarms, and pump stop alarms on (B)(6) 2023, for approximately 3 seconds. These events appeared to be due to electrostatic discharge (esd). The patient was on a specialty bed with a nylon patient lift sheet. The pump stop events resolved after the system controller exchange.

Manufacturer narrative:
Section d1: corrected section d4: corrected catalog number and UDI. The pump stop events related to esd are covered under the pump, MFR #: 2916596-2024-03261. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a dim screen on the system controller was confirmed; however, the reported event of the display button not functioning as intended was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis and a log file was submitted (20231207_123108) and downloaded ((B)(4)) for review. A review of the log files showed overlapping events spanning approximately 14 days (24nov2023 - 07dec2023, 04jan2024 per timestamp). Events occurring on 04jan2024 were recorded during testing at abbott. The driveline was disconnected on (B)(6) 2023 at 14:17:42 for a system controller exchange. There were no notable alarms active in the log file that would indicate an issue with the system controller. The controller was connected to a test system monitor, power module, and mock loop. Upon connecting the controller to power a dim screen was observed. The display button was pressed, and the screens were able to be navigated as expected. The controller was run on the mock loop for an extended duration without any issues or alarms activating. The controller was opened, and the liquid crystal display (lcd) screen was replaced with a functioning test lcd screen. The controller was reconnected to power and the screen illuminated as expected. Additionally, the returned controller¿s lcd screen was inserted into a functional test system controller and the issue was reproduced. The dim display was isolated to the lcd screen. No further testing was performed. The root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.